Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was running high while performing preventative maintenance output testing. The caller was informed that the epg is no longer serviced. The epg remains in possession of the healthcare facility. There was no patient involvement.